Event description:
The patient presented with a major mi (B) (6) 2009/(B) (6) 2009 to another facility with no cardiac clinic. The patient was stabilized and transported one hour by ambulance to this facility. The patient was scheduled for a rotational atherectomy procedure, however, due to the facility not having a functioning rotablator console, the procedure was postponed 24 hours and the patient was hospitalized overnight. During the night, the patient began to experience episodes of hypertension and there was difficulty stabilizing the patient¿s bp. The morning of the procedure, the patient began to have another mi. A temporary pacemaker was placed, however, it ¿did not capture¿ and the patient was totally unresponsive with uncontrolled blood pressure. Three lesions in the rca were 80-90% stenosed and the diagonal was 70 stenosed. Due to the comorbidities, the patient was not a surgical candidate and due to severe calcification in the rca, the lesion could not be ballooned, rotational atherectomy was the only plausible treatment. The physician elected to continue with the procedure as medical management was not enough to ensure survival of the patient. The physician ablated with two burrs, placed three promus stents and post dilated with a maverick balloon. At the end of the procedure, images were taken and it was noted that the stents were well apposed, no evidence of dissection, thrombus or perforation. Timi iii flow was restored. The bp issue continued throughout the case, but did not worsen. As the physician was concluding the case, the patient had a right ventricular infarct. The patient was intubated and CPR commenced. The patient expired on the table. The cause of death was listed as right ventricle infarct complicated by pulmonary edema.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: the reported event, console stalls was confirmed. During examination of the console, it was noted that the proportional valve did not allow gas/air to pass through it to the remainder of the pneumatic circuit. The turbine pressure gauge did not register any pressure, the console stall indicator was lighted, and the turbine and dynaglide modes could not be activated. The foot pedal was tested using the gold lab console and it functioned properly (activates console, switches readily between dynaglide and turbine modes) but the main pedal valve stem is slow to seal and gas/air blows by the valve stem for approximately 0.5 seconds longer than normal. However, the findings do not affect the functionality of the system and will not cause the system to stall as reported in the event description. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered supplier manufacture because the proportional valve is provided by a supplier. (B) (4)

Event description:
The patient presented with a major mi in 2009 - the following day to another facility with no cardiac clinic. The patient was stabilized and transported one hour by ambulance to this facility. The patient was scheduled for a rotational atherectomy procedure, however, due to the facility not having a functioning rotablator console, the procedure was postponed 24 hours and the patient was hospitalized overnight. During the night, the patient began to experience episodes of hypertension and there was difficulty stabilizing the patient's bp. The morning of the procedure, the patient began to have another mi. A temporary pacemaker was placed, however, it "did not capture" and the patient was totally unresponsive with uncontrolled blood pressure. Three lesions in the rca were 80-90% stenosed and the diagonal was 70 stenosed. Due to the comorbidities, the patient was not a surgical candidate and due to severe calcification in the rca, the lesion could not be ballooned, rotational atherectomy was the only plausible treatment. The physician elected to continue with the procedure as medical management was not enough to ensure survival of the patient. The physician ablated with two burrs, placed three promus stents and post dilated with a maverick balloon. At the end of the procedure, images were taken and it was noted that the stents were well apposed, no evidence of dissection, thrombus or perforation. Timi iii flow was restored. The bp issue continued throughout the case, but did not worsen. As the physician was concluding the case, the patient had a right ventricular infarct. The patient was intubated and CPR commenced. The patient expired on the table. The cause of death was listed as right ventricle infarct complicated by pulmonary edema.